Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used in the colon during a colorectal polypectomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure and inside the patient, the device was unable to remove or cut the target polyp because it was not sharp enough. Reportedly, the physician followed the instructions during preparation. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocke e1: (B)(6) block h6: problem code 2587 captures the reportable event of snare loop failure to cut. Block h10: investigation results a captivator ii-15mm round stiff snare was received for analysis. Visual inspection of the returned device revealed that no visual failures were observed. Additionally, the device passed the functional and continuity test. No other issues were noted. Based on the event description, the problem was noticed during procedure and inside the patient. During visual inspection, the device does not have any defective condition. Additionally, the device was tested in the 10 inch loop fixture and it was able to extend completely and retract without issues. Moreover, the electrical resistance shall be less than 20 ohms and based on that, this device passed continuity test since device's electrical resistance was 6.8 ohms. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A risk review of the captivator - snares was completed using the snare family global design fmea, bsc, bv documentation and confirmed that the event of "snare- loop-failure to cut" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
The initial reporter city is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used in the colon during a colorectal polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the device was unable to remove or cut the target polyp because it was not sharp enough. Reportedly, the physician followed the instructions during preparation. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.